Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. However, pump was tested with a good battery cap. Device received with normal operating currents and no blank display during testing. No damage found on the lcd isolation tape noted. Also received with cracked case, cracked reservoir tube lip, scratched lcd window, cracked keypad overlay, stained keypad overlay, stained end cap sticker, stained back address label and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. During troubleshooting customer reported a crack on keypad buttons. The blood glucose at the time of the incident was 142 mg/dl. The device will not be returned for analysis.